Manufacturer narrative:
This supplemental report is being submitted because it was determined that this medical device report (MDR) initially submitted on 08/09/17 is a duplicate of MDR 3009498591-2017-00299 submitted initially on 07/14/2017.

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that the transducer displayed a usacquisitionhw_40.0 error. No additional information was provided.